Event description:
Customer reported the device displays a loudspeaker error during initial setup. The device was outside of clinical use. There was no patient or user harm or injury reported.

Manufacturer narrative:
A technical support engineer evaluate the device and identified that speaker cable was loose, and the speaker was completely out of sound. The reported problem was confirmed. The engineer attached speaker cable to the mainboard and the equipment was functioning normally. Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).